Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete essential performance testing) was confirmed. Upon investigation the monitor displayed a service code 110 (overvoltage set no energy). The cause for the failure was a shorted c1 capacitor and an open circuit on the l1 component on the computer/analog pca. The l2 and d1 components were replaced as a precaution. The root cause for the shorted c1 capacitor and open circuit on l1 component could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that the monitor was unable to complete essential performance testing.